Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11, e1 (initial reporter). E1 additional initial reporter name is added. Corrected field: h6 (medical device ¿ problem code, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had issues to transition the fiber optic cable to a new pump. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that an image of the fo sensor cable showed a piece from the original console had stayed connecter to the catheter adaptor when removed and prevented the cable from fitting appropriately into the new pump. The piece was removed and the customer was able to connected as expected to the new pump.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy (iabp) for assistance with a fiber-optic connection with a sensation plus 40cc balloon catheter to a cardiosave pump following a transfer. There was patient involved, but no harm reported.